Event description:
The customer complained of questionable inr results for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter date had been incorrectly set as (B)(6) 2015. Sometime between 6:00 and 7:00 am on the day of the event the meter result was 1.9 inr. Within 7 hours the laboratory result was approximately 6 inr. The customer could not remember the specific result. The customer mentioned receiving the same result several times on the meter but did not provide specific details. The customer stated that the consistent low results delayed treatment but there was no adverse event. The patient's current condition was provided as "normal." Based on the laboratory result the customer received phytonadione. The patient's therapeutic range was 2 - 3 inr. While troubleshooting the issue the customer noted that the meter heating plate was contaminated and needed to be cleaned. The patient has no hematocrit concerns, is not on direct thrombin inhibitors or heparin therapy, does not have antiphospholipid antibodies, has had no changes in dosage, no diet changes, is on no new medications, has had no new illnesses, and no symptoms of bleeding or bruising. The customer's meter and test strip have been returned. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.